Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had multiple failed attempts to obtain adequate threshold and r-wave readings with the right ventricular (rv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The overlay tubing of the lead became extrinsically distorted due to kinking. The inner insulation of the lead became extrinsically distorted due to buckling. The distal conductor was extrinsically distorted due to kinking. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.